Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the nurse inflated the balloon to 11 and then deflated. The balloon was pulled back into the scope just a little and then pushed out to inflate to 12 however it would not inflate but the gauge on the syringe was moving as if it was being pushed out of the syringe. Since the balloon wasn't inflating the physician went to pull back the balloon and realized there was still some water in the balloon, but the nurse was not able to deflate the balloon to remove the water. The scope was removed from the patient and the balloon was then cut. The procedure had already been completed successfully using the original device. There were no patient complications reported as a result of this event.